Event description:
It was reported that the device was explanted after implant duration of zero days, due to sizing issues. It was noted that the valve was too big. Information learned per response from the surgeon.

Manufacturer narrative:
Other - sizing issues. Device not returned.